Event description:
Event was reported to caldera medical by an atty. The patient has suffered urinary continence, pelvic pain, muscle spasms, recurring urinary tract infections, urinary retention, voiding dysfunction, dysuria, pelvic floor dysfunction and emotional distress. No further info has been provided.